Manufacturer narrative:
The device was evaluated by olympus. The evaluation uncovered a faulty scope socket. Additionally, the front panel was cracked with cosmetic damages. The top cover and the rear panel were also bent. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The user facility returned an asset, visera elite xenon light source to the service center. During a standard inspection of a customer returned asset, image connector and scope detection issues were found. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of a faulty scope socket was likely from stress applied by the user. The specific root cause of the user applying stress to the device could not be determined at this time. Olympus will continue to monitor field performance for this device.